Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following information was provided. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment for the event was not reported. On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Information received from nurse, which medically confirmed this case. Dianeal therapy was ongoing. The nurse confirmed the event of peritonitis previously reported. On an unreported date, the patient experienced nutritional status issues. On (B)(6) 2012, the patient was also hospitalized for the nutritional status issues. Treatment for the peritonitis included unspecified antibiotics. Treatment for the nutritional status issues was not reported. The patient recovered from peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. This is follow up report 3 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11j27042 and h11i22077. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.